Event description:
Reportedly, during explantation procedure of the subject pacemaker on (B)(6) 2019, the ventricular lead could not be unscrewed due to hexagonal setscrew wornness. Therefore, the pacemaker was not explanted. A new re-intervention is scheduled for the next (B)(6) 2019. Atrial lead was properly unscrewed.

Event description:
Reportedly, during explantation procedure of the subject pacemaker on (B)(6) 2019, the ventricular lead could not be unscrewed due to hexagonal setscrew being worn. . Therefore, the pacemaker was not explanted. A new re-intervention is scheduled for the next (B)(6) 2019. Atrial lead was properly unscrewed.

Event description:
Reportedly, during explantation procedure of the subject pacemaker on (B)(6)2019, the ventricular lead could not be unscrewed due to hexagonal setscrew wornness. Therefore, the pacemaker was not explanted. A new re-intervention is scheduled for the next 4 march 2019. Atrial lead was properly unscrewed.

Manufacturer narrative:
The intervention to explant the ventricular lead took place on (B)(6)2019. It was not possible to unscrew the lead from the header. After several attempts, the physician decided to break the header and try to extract the lead by pushing it from its distal end. It was possible to move the lead only a few millimeters before its terminal finally broke. The can, different parts of the header and the screw with a piece of the lead were returned for analysis.